Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) evaluated the iabp. The stm found a bad o-ring at the male quick connect for the cardiosave to cart connection for the helium tank. The stm replaced the part and performed functional and safety checks. The iabp passed all checks. The iabp was returned to the customer and ready for clinical use.

Event description:
The customer reported that their cardiosave intra-aortic balloon pump (iabp) had a helium leak. The circumstances under which this event occurred was not reported. No patent involvement or adverse event was reported.